Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) old female patient had back problems. The patient's physician prescribed the patient a medication for the pain. The patient was instructed to try wearing the monitor around her waist. Follow-up indicated that the back problems had improved.